Manufacturer narrative:
The initial report was submitted on (B)(4) 2011. (B)(4). The MFR report number was incorrectly identified as 2242816-2010-00080; 2242816-2011-00084 corresponds to the response for medwatch (B)(4).

Manufacturer narrative:
Per the manufacturing records, the item referenced (part number 10-1389m, serial number (B)(4)) was manufactured on august 29, 2005. This item was shipped to the healthcare facility on december 27, 2005. Additionally, per the physician manual, the operating period of the device is 26 weeks.

Event description:
Medwatch (B)(4) was received on june 22, 2011. The following information was obtained from the report: "bone growth stimulator installed in...lower back." ... "Result was no new bone growth, chronic back pain and permanent disability." ... "Unit was removed...determined the bone growth stimulator was defective, did not grow bone and caused severe back pain." The allegations of the complaint are unverified. Spoke with patient for confirmation of the associated product. Patient indicated the serial number of the device was (B)(4). Also provided the name of surgeon and hospital. Confirmed that the implant date was (B)(6) 2006 and explant date was (B)(6) 2008. However, patient called back on june 27th to indicate correct implant date was (B)(6) 2004, and explant date was (B)(6) 2006. These dates could not be reconfirmed.